Event description:
Healthcare professional reports a fiber leak noted by blood in the dialysate compartment at the onset of the pt treatment. New disposables used to continue treatment without incident. Estimated blood loss of 250cc reported. Dialyzer resued 13 times. Healthcare professional reports no pt injury or need for medical intervention.